Manufacturer narrative:
Eval: results - visual inspection of the returned product showed that the lens was stuck in the cartridge. There was evidence of a clear surgical residue, however, there was no visible damage to the lens.

Event description:
It was reported that the aa4203tl silicone plate lens with toric was loaded and the surgery was delayed temporarily. Consequently, the lens got stuck in the cartridge as the surgeon attempted to insert it. There was no pt contact. The reporter stated there was not a problem with the product but due to the surgery delay.